Event description:
Pt admitted through the ER. Iab catheter inserted following admission. Pt was then sent to the or. Upon transfer from the or to ICU the iabp catheter repeatedly alarmed and required frequent manual refilling. Physician notified and iabp catheter discontinued. Upon discontinuation, blood was found in the catheter. This resulted in blood getting into the ballon pump.